Manufacturer narrative:
(B)(4). It was reported that the peritonitis was from colonization and not from the transfer set (as previously reported). Additional information indicates the cause of this peritonitis event was related to use error/break in aseptic technique. The nurse stated that "patient error in technique repeatedly was the culprit and not any transfer sets" (details not provided). Additional information was requested but is not available. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report by a nurse from (B)(6) of an unspecified issue with a transfer set on a patient, age not reported, that experienced peritonitis coincident with dianeal pd4, 2l, twin bag, 1.5%, and extraneal , 2l, twin bag, 7.5%, therapies. On an unreported date, the patient began treatment with dianeal and extraneal therapies (2l, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the pd catheter was removed and dianeal and extraneal therapies were discontinued. On an unreported date, the patient was transferred to hemodialysis. During a follow up call with baxter customer service, the following was reported by the nurse. On an unreported date, the patient had peritonitis for 3 months and was hospitalized for the event. The cause of the peritonitis is unknown at this time. Treatment was not reported. Concomitant therapy was not reported. The nurse reported the patient is recovered from the peritonitis (date unspecified). No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis was not confirmed and a cause could not be determined because no samples were returned to baxter, and the user did not describe any types of use errors that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up will be submitted.